Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for post op check, the right ventricular lead exhibited loss of capture due to dislodgement. The lead was repositioned successfully. The patient was doing well post procedure and would continue to be monitored.